Event description:
A report was received that following an implant procedure the patient developed a hematoma which then paralyzed her several hours later. The patient underwent an explant procedure. The physician is unsure if the patient will regain normal status. The physician assessed the event to be procedure related and not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 17692261, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.